Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's entire system was explanted and replaced. The leads were replaced due to therapy upgrade while the implantable pulse generator (pacemaker) was replaced due to premature battery depletion, noise, oversensing and pacing inhibition. This device turned into safety mode in unipolar sensing, an status that limits available therapy to specific settings. The patient suffered from asystole episodes greater than 2 seconds due to these issues as he was pacemaker dependent. This device is expected to be returned for analysis and no additional adverse patient effects were reported. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient's entire system was explanted and replaced. The leads were replaced due to therapy upgrade while the implantable pulse generator (pacemaker) was replaced due to premature battery depletion, noise, oversensing and pacing inhibition. This device turned into safety mode in unipolar sensing, an status that limits available therapy to specific settings. The patient suffered from asystole episodes greater than 2 seconds due to these issues as he was pacemaker dependent. This device was returned for analysis and no additional adverse patient effects were reported. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.